Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 5. On (B)(6) 2021, fracture of the implant was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: swelling and inflammation. No further patient complications were reported.